Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the potassium level was not reading on the monitor. No other details regarding the nature of the event was provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.